Manufacturer narrative:
Other applicable components are: product ID 977a290, serial# (B)(4), product type lead, product ID 977a260, serial# (B)(4), product type lead. Other applicable components listed: product ID 977a290, serial# (B)(4), product type lead. Product ID 977a260, serial# (B)(4): product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - head/neck (non-malignant)/ spinal pain. It was reported that the leads go up in the patient's neck. Caller mentioned that if the patient lifted more than 5 lbs the leads in their neck would pull and patient could feel it. Caller stated patient cannot drive and when she rides in the car she has to where a cervical collar to stabilize neck. Caller stated if goes around corner too fast puts pressure on neck and sets off headache. It was reported this issue started since implant. Patient would get deferred pain on right side of neck and doctor did a couple injections and they think they located a nerve on right side that was being pinched. Caller stated that seemed to take away pain on the right side for 30 days so patient did a couple of those. Caller stated they cauterized the nerve so it would be more permanent as well. Caller stated minimal pain on right side of neck. Caller stated patient cannot turn head left/right to watch traffic. Event date was not clarified. Caller stated this all occurred since implant however also stated this was all before implant and has never gone away and that implant has taken away migraines and left side neck pain. No further complications were reported/anticipated.